Event description:
It was reported that the protective sleeve of a delivery catheter was insufficiently engaged during implant procedure. This caused the helix of a right ventricular leadless pacemaker to become stretched when it got caught on something during positioning. Device was replaced to complete the procedure and patient had no consequences.